Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that distal tip detachment occurred. Vascular access was obtained via a radial approach. The patient's anatomy was noted to be tortuous. The physician was attempting to measure ffr in a lima graft when spasm occurred and the comet wire was stuck. Nitro was given. The physician pulled and turned the wire and the distal 4-5cm detached. The wire fragment was removed with a loop. The procedure was completed with another of the same comet wire. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire in two pieces. The shaft was separated approximately 17cm from the tip. The tip has some stretching of the coils. The shaft has some bends present approximately 26.5cm and 31cm from the tip. There is a slight kink at the seam weld 37cm from the tip. The sensor port was clear of material. Mtac testing revealed the device was found to be missing a small piece from the shaft. The separated piece was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. Vascular access was obtained via a radial approach. The patient's anatomy was noted to be tortuous. The physician was attempting to measure ffr in a lima graft when spasm occurred and the comet wire was stuck. Nitro was given. The physician pulled and turned the wire and the distal 4-5cm detached. The wire fragment was removed with a loop. The procedure was completed with another of the same comet wire. No further patient complications were reported and the patient's status is stable.